Event description:
It was reported that the patient presented with fatigue and right ventricular (rv) lead dislodgement and capturing the atrium. During rv lead revision procedure, it was found that the rv lead helix would not be extended. The rv lead was explanted and replaced. Patient condition was stable pre, during, and post procedure.

Event description:
It was reported that the patient presented with fatigue and right ventricular (rv) lead dislodgement and capturing the atrium. The rv lead was explanted and replaced. Patient condition was stable pre, during, and post procedure.

Manufacturer narrative:
The reported events were lead dislodgement, capture anomaly and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with body fluids. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torqued directly to the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix clogged with body fluids. The reported event of capture anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.